Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on a review of medical records, the patient experienced obstruction, infection, inflammation, nausea, vomiting and pain. Inflammation is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection, infection is identified in the adverse reaction section of the instructions-for-use and the warning section states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection however, may require removal of the prosthesis." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient was diagnosed with an umbilical hernia and underwent open repair of umbilical hernia with implant of a bard ventralex mesh. On (B)(6) 2015 - the patient presented to the ER and had an abdominal CT performed which indicated the patient had a possible partial small bowel obstruction. The patient was diagnosed with infected abdominal/umbilical mesh, possible appendicitis, ileus and peritonitis. The patient underwent a diagnostic laparoscopy, exploratory laparotomy, excision of the ventralex mesh, appendectomy and a partial omentectomy. Per operative report details "there was inflammation and small amount of exudate along the edge of the omentum. Was also inflammatory type peel overlying the mesh. There was no evidence of any recurrent hernia, and the small bowel was not incarcerated or attached to the anterior abdominal wall. His small bowel appeared inflamed but appeared more as a reaction to the peritonitis or proximity to the mesh which appeared to be the most likely etiology of his infection. No medical or obvious source appeared; the most likely etiology was the mesh. The mesh was removed as well as the inflammatory peel. Appendectomy was performed to ensure that this was not the etiology." Per the hospital's discharge summary on initial assessment, the patient was diagnosed with sepsis, infected abdominal/umbilical mesh, peritonitis, ileus and acute hypoxic respiratory failure. The patient was kept on ventilator for fear of delirium tremens for several days after the procedure due to severe alcohol withdrawal symptoms from excessive alcohol consumption and worsening respiratory failure.